Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Event description:
Healthcare professional reported, "rupture" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, broken shell, red particles in the shell and gel. A visual and microscopic analysis was performed which identified, sharp broken on posterior, stress marks, missing piece of the shell and crease fold. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp pattern on posterior of broken device assessed, as a surgical impact opening, for the stress mark in the shell. Missing shell assessed, as inconclusive.